Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12681. It was reported that when the patient presented remotely through merlin.net transmission, oversensing and inhibition of pacing due to noise was noted on the right ventricular (rv) lead. It was suspected that the noise was due to myopotential oversensing on the device. Programming changes were recommended. The patient previously had an av node ablation procedure performed on (B)(6) 2019 and is now dependent post-ablation. Later, the patient was admitted to the hospital with chest pain on (B)(6) 2019. Upon review, pauses were noted on the telemetry strips of (B)(6) 2019. No episodes were recorded on the device. The patient was experiencing pauses in pacing because of the oversensing. Electrocardiograms showed singular ventricular sensing of noise or external noise that inhibited pacing. Device and lead extraction procedure was scheduled. In the meantime, programming changes were made. Device and the rv lead were explanted and replaced on (B)(6) 2019. During the procedure, abrasion was noted on the lead near the suture sleeve region. The patient was stable throughout the event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12681. New information received notes that the device and lead were explanted and replaced due to an unknown source of lead noise.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.